Manufacturer narrative:
No other adverse reactions have been reported for this lot. Information of batch records compounding and filling - no remarks related to sterilization of raw materials, equipment, components and product sterilization. All results of chemical and microbiological tests were within specification. A sample was not returned for investigation, therefore, a root cause has not been identified. (B)(4).

Event description:
A customer reported that solid particles presented when the viscoelastic was injected into the eye during surgery. Upon follow up, the pt was noted to have endophthalmitis. The pt was "operated" and given antibiotics via intraocular injection. Additional information provided states that the pt received a posterior vitrectomy with intravitreous antibiotic injection post-op. Vitreous and aqueous cultures were taken, however, results have not been received.